Event description:
It was reported that the ilet bionic pancreas exhibited an unresponsive sleep/wake button that intermittently failed to respond for several minutes, while blood glucose functionality remained unaffected and a blood glucose value of 180 mg/dl was noted. Symptoms included no reported adverse clinical effects. Outcomes included no interruption to insulin delivery, no alarms, and no medical intervention. Investigation included user education, troubleshooting guidance, verification of shipping logistics for replacement, and instructions to sync data and power down the device prior to return. Investigation of this case revealed a suspected mechanical or electrical malfunction isolated to the sleep/wake button component without impact to therapy delivery. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.